Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #2 (07/02/2013)-device evaluation: the test strips involved with this complaint has/have been returned and evaluated by lifescan product analysis on 6/25/2013 with the following findings: the test strips passed testing with no faults found; the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (06/17/2013)-device evaluation: the analysis of the subject meter was completed on (B)(4) 2013 by lifescan product analysis. The reported complaint could not be confirmed. The meter was able to power on during testing and it functioned normally. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.